Manufacturer narrative:
The event of system explant due to ineffective therapy was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of explant is estimated to be in (B)(6) 2015. The exact date is not known to the manufacturer. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2020-04437, 1627487-2020-04438. It was reported that the patient underwent a system explant (estimated to have occurred on (B)(6) 2015) due to ineffective stimulation. Therapy reprogramming was unable to restore successful therapy. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.